Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Clinical der states the patient is experiencing osteolysis. Update rec'd 02/14/2017 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient has begun to experience some stiffness on the right knee. At this time there is no new information that would change the existing MDR decision as there has been no confirmation of a revision surgery. The complaint was updated on: 02/23/2017. Update rec'd 3/20/2017- clinical der states was revised to address osteolysis. The complaint will now be reportable. The complaint was updated on 3/22/2017.